Event description:
The customer called for help with his meter after he noticed it is reading with a decimal point. It was verified the meter was set in mmol/l. The customer did not allege any adverse events. He was able to reset the meter to mg/dl, and no product will be returned for evaluation.